Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured distal femur.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." The following sections could not be completed with the limited information provided. Date implanted - unknown.